Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17158. It was reported that the patient presented in the emergency room upon receiving shocks from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator had gone into backup operation unexpectedly, resulting in ventricular tachycardia (vt) induction. The shocks were deemed appropriate to mitigate the vt. It was further noted that the patient's right ventricular lead was exhibiting low defibrillation impedance and high capture threshold. The ICD was explanted and replaced and the lead was capped and replaced on (B)(6) 2021. The patient was stable.